Manufacturer narrative:
PMA/510(k) # k210476 device evaluation: 1 unit of lot c1928784 of echo-hd-22-c was returned opened in its original packaging. An image of the complaint needle was shared. Complaint issue could not be determined from the picture provided. The device related to this occurrence underwent a laboratory evaluation on 11 october 2023. The lab and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. On evaluation of the devices the following observations were made: stylet cap missing from stylet, sheath extender able to retract but unable to advance past position 3.5 needle handle unable to advance or retract (needle does not move), unable to withdraw stylet from the device, unable to withdraw needle from the device, it was confirmed by the customer that the stylet cap detached during the procedure: "when the customer was trying to retract the device into the sheath the force was used, and the stylet cap detached". The device related to this occurrence underwent a laboratory re-evaluation on 22 january 2024.the lab and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. On re-evaluation of the devices the following observations were made: attempted to remove needle from device with pliers but not able to. Sheath extender was unable to advance or retract. Manufacturing records: prior to distribution, all echo-hd-22-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-c of lot number c1928784 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the scope being in flexed position as per additional information which potentially may have caused a kink within the sheath extender location. This would have led to the advancement difficulty of the device through the scope channel and difficulty the user observed with the needle handle which was also observed during the lab evaluation. The distal kink mention in the answer to q1 of the additional question may potentially have been caused during the efforts by the user to advance/retract the needle handle but this kink could not be confirmed during the lab evaluation as it was not possible to advance the needle from the sheath. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 01-may-2024.

Manufacturer narrative:
PMA/510(k) #k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device through fuji ultrasound endoscope working channel to duodenal bulb and confirmed the puncture location and ready to do biopsy while found out the needle sheath cannot be advanced out of endoscopy channel after several attempts. User retracted the needle from endoscopy and confirmed the handel is stuck which affected the needle advancement. User then changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Patient end. 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. 3. Please describe the size of the intended target site. 2cmx2.5cm . What is the endoscope manufacturer and model number that was used with this device? Fuji unknown model ultrasound endoscope . 4. Was gaining access to the targeted site difficult? No. . 5. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes . 6. Was needle penetration of the targeted site difficult? No. . 7. Was the stylet in place inside the needle when advancing into the targeted site? Yes . 8. How many biopsies were obtained with use of this needle? 1 . 9. Did any section of the device detach inside the patient? No. . 10. If not with the device in question, how was the procedure performed and/or finished? With another smae device to complete the procedure. .